Manufacturer narrative:
(B)(4). Mfg. Site name (B)(4) medical. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed. FDA registration # (B)(4).

Event description:
It was reported to boston scientific corporation that resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was deployed; however, the one of the clip arms bent backwards and the clip fell into the patient in an open state. The detached clip was retrieved from the patient. The procedure was completed with another resolution clip device. No patient complications have been reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.